Event description:
As reported, during a pre-evar internal iliac embolization procedure, the coil detached from the pusher while inside the 4fr glide catheter delivery system. The glide catheter was removed from the patient and coil was removed from the catheter. The case proceeded using alternate coils. No adverse patient effects were reported. The sample is not available for return as it was discarded by the or staff.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue could not be confirmed. If additional information is received at a later date, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
No additional information was received, please see h6 & h11.